Event description:
It was reported that the frequency module is out of specification. No additional information.

Event description:
Additional information was received: the technician did not know how much the device was out of specification; just that the was 'off'. No patient involvement.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with a missing am knob. The front panel is bent on the left side. Performed functional testing for frequency and was determined to be out of calibration. The root cause was unable to be determined. Re-set the frequency.